Event description:
Rild [radiation (B)(6)]. Ascites [ascites]. Elevated bilirubin level [blood bilirubin increased]. Clinical indication: cholangiocarcinoma [off label use of device]. Case description: initial information received on 16-jun-2016: this spontaneous medical device report was received from a physician and concerned a female patient of unknown age. The patient's medical history included cholangiocarcinoma, prior y90 microsphere therapy and sbrt [stereotactic body radiation therapy] to nodal mass. On (B)(6) 2015 the patient received microsphere therapy to the right lobe with 58 mci. On (B)(6) 2015 the patient received microsphere therapy to the left lobe with 23.5 mci. On (B)(6) 2015 the patient received a second microsphere therapy to the left lobe with 17.1 mci. On (B)(6) 2016 the patient received the fourth treatment of therasphere (lot number and expiration date not reported) for cholangiocarcinoma [off-label use] which was the second administration to the right lobe. The patient received a 20 gbq second week dose. It was planned from a 1008 cc liver volume with a target delivery dose of 80 gy. The lsf [lung shunt fraction] was 9.84% and her previous lung dose as 8.53, cumulative. On an unknown date, the patient developed rild [radiation-induced liver disease], ascites and had an elevated bilirubin level. The outcome of the events rild, ascites and elevated bilirubin is unknown. The physician did not provide a seriousness assessment of the events rild, ascites and elevated bilirubin but considered the events as expected as he was aware of the risk. The company assessed the events rild and ascites as serious (medically significant) and the event elevated bilirubin as non-serious. The company considered this case off-label use of therasphere, since therasphere is indicated only for unresectable hcc or hcc with partial or branch portal vein thrombosis/occlusion and not for cholangiocarcinoma. Follow-up information received on 28-jun-2016 and combined with information received on 08-jul-2016 and 11-jul-2016: the patient's age was (B)(6). The patient received a platinum based chemo agent in the past. The therasphere lot number was 1699071 and the vial number was 56. On 22-mar-2016 at 2:52 pm the therasphere treatment proceeded as planned. The patient dose rate, maximum on contact was 17 mr/h and patient dose rate, maximum at 1 meter was 1.5 mr/h. The required total activity at time of treatment was 1.842 gbq. Final calculations: total activity delivered to patient at time of treatment: 1.836 gbq (49.3 mci), activity delivered to perfused liver tissue: 1.65 gbq (44.7 mci), radiation dose to perfused liver tissue: 79.8 gy, lung shunt fraction: 9.8%, activity to lungs: 0.180 gbq (4.86 mci), radiation to lungs: 9.00 gy, cumulative radiation to lungs: 22.99 gy. On an unspecified date imaging finding showed rild, the patient presented also mild bloating. On (B)(6) 2016 the patient showed mild ascites on the mr, notably decreased liver volume on right, compared to prior mr on (B)(6) 2015. The ascites were localized to liver. The patient's total bilirubin was 0.6 on (B)(6) 2016 and 2.2 on (B)(6) 2016. The physician reported that the patient's bilirubin was 2.2 on an unspecified date and that the patient still had some ascites. The physician stated that this was possibly a transient rild. The reporter stated that it was unclear if ascites and elevated bilirubin level were symptoms of the event rild but he considered that ascites and elevated bilirubin were signs at 5 weeks post therasphere treatment. At the time of this report the rild symptoms were progressing and bilirubin was still elevated. The patient underwent numerous paracentesis. The patient was not hospitalized since she was in an hospice care. The company considered the reported events expected. No product quality complaint reported. Case comment: follow-up information received on 28-jun-2016, 08-jul-2016 and 11-jul-2016 does not change the assessment of the case. Radiation (B)(6), ascites and blood increased bilirubin are considered listed as per current therasphere instructions for use. The physician assessed the events rild, ascites and elevated bilirubin as a known risk. Considering the nature of the events and the fact that the events experienced by the patient are known risks associated to therasphere treatment, the company considers that rild, ascites and elevated bilirubin related to the use of therasphere. This case documents an off-label use of therasphere. The patient was treated with therasphere for cholangiocarcinoma and not for hcc. Therasphere is indicated to treat patients with unresectable hcc or hcc with partial or branch portal vein thrombosis/occlusion. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will reevaluate the available evidence on an ongoing basis.

Manufacturer narrative:
.

Event description:
Rild [radiation (B)(6)]. Ascites [ascites]. Elevated bilirubin level [blood bilirubin increased]. Clinical indication: cholangiocarcinoma [off label use of device]. Case description: initial information received on 16-jun-2016: this spontaneous medical device report was received from a physician and concerned a female patient of unknown age. The patient's medical history included cholangiocarcinoma, prior y90 microsphere therapy and sbrt [stereotactic body radiation therapy] to nodal mass. On (B)(6) 2015 the patient received microsphere therapy to the right lobe with 58 mci. On (B)(6) 2015 the patient received microsphere therapy to the left lobe with 23.5 mci. On (B)(6) 2015 the patient received a second microsphere therapy to the left lobe with 17.1 mci. On (B)(6) 2016 the patient received the fourth treatment of therasphere (lot number and expiration date not reported) for cholangiocarcinoma [off-label use] which was the second administration to the right lobe. The patient received a 20 gbq second week dose. It was planned from a 1008 cc liver volume with a target delivery dose of 80 gy. The lsf [lung shunt fraction] was 9.84%% and her previous lung dose as 8.53, cumulative. On an unknown date, the patient developed rild [radiation-induced liver disease], ascites and had an elevated bilirubin level. The outcome of the events rild, ascites and elevated bilirubin is unknown. The physician did not provide a seriousness assessment of the events rild, ascites and elevated bilirubin but considered the events as expected as he was aware of the risk. The company assessed the events rild and ascites as serious (medically significant) and the event elevated bilirubin as non-serious. The company considered this case off-label use of therasphere, since therasphere is indicated only for unresectable hcc or hcc with partial or branch portal vein thrombosis/occlusion and not for cholangiocarcinoma. Case comment: radiation (B)(6), ascites and blood increased bilirubin are considered listed as per current therasphere instructions for use. The physician assessed the events rild, ascites and elevated bilirubin as a known risk. Considering the nature of the events and the fact that the events experienced by the patient are known risks associated to therasphere treatment, the company considers that rild, ascites and elevated bilirubin related to the use of therasphere. This case documents an off-label use of therasphere. The patient was treated with therasphere for cholangiocarcinoma and not for hcc. Therasphere is indicated to treat patients with unresectable hcc or hcc with partial or branch portal vein thrombosis/occlusion. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will reevaluate the available evidence on an ongoing basis.